Event description:
A customer reported a malfunction alarm on their pump that displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. The malfunction had occurred multiple times, and the pump was still under warranty. Technical support resolved the issue by sending the customer a replacement pump with updated software. The customer was instructed to use multiple daily injections as backup therapy and to return the current pump using a pre-paid return box. The customer was also advised to connect their continuous glucose monitor and program their settings into the new pump.